Event description:
A healthcare worker (hcw) experienced a rash on her neck, face, and head. She saw a doctor who diagnosed the cause as "some chemical substance." It is unknown whether she needed any medical attention. It is also unknown if the hcw has any allergic history. It was reported that this hcw has had the same symptom before this report. She no longer works in the endoscopy room and it is reported that she has no further symptoms. The hcw was in charge of disinfecting instruments using disopa with a tray in the endoscopy room. It was reported that peracetic acid was also used in the room with oer2 (automatic endoscope reprocessor, manufacturer: olympus). The tray has a lid and was placed on the sink in the room. There was a ventilation fan above the tray. There was a window in the room; however, the window was not opened. She wore personal protective equipment (ppe) of gloves and mask. A sales representative informed the facility of the appropriate ventilation and ppe. It was recommended to move the ventilation duct near the tray and ventilating the whole room.

Manufacturer narrative:
Ni.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the complaint history trending, batch record review, failure mode effects analysis, system hazard use misuse analysis and health hazard evaluation. Complaint history trending for disopa solution for the problem of allergic symptom did not reveal a significant trend. Batch record review of disopa was not possible since the lot number was unknown. The fmea (failure mode effects analysis) score for user allergic symptoms is below the threshold of (B)(4). The shuma (system hazard use misuse analysis) has been assessed a (B)(4) - broadly acceptable risk. The hhe (health hazard evaluation) was reviewed and the hazard/risk is none/negligible. (B)(4). Disopa is similar to cidex opa solution sold in the united states. There was no product returned and the lot number was no available for retain evaluation. From the information available, an assignable cause for the symptoms experience by the hcw is exposure to chemical vapors which resulted from inadequate ventilation. Per the IFU, cidex opa (same as disopa) may elicit an allergic reaction. Inhalation of ortho-phthalaldehyde (opa) vapor is irritating to the respiratory tract, cause stinging sensations in the nose and throat. May cause chest discomfort and tightness, difficulty with breathing and headache. It is advised that the product should be used in a well ventilated area and in the closed container with tight fitting lids. If adequate ventilation is not provided by the existing air conditioning system, use in local exhaust hoods/portable ventilation devices contain filter media which absorb opa from the air. Symptoms will usually subside once the hcw is no longer exposed to the product.